Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The customer was informed that the system was at its end of life. The customer chose not to repair system. No further service information was provided.